Event description:
The fluted knob on the reported cable tensioner kept turning idle and never reached the desired tension. The tension of the cable tensioner sometimes reached around 20 kg. Eventually, the surgeon tightened cerclage cable by the force. There was 15 minutes delay in the surgery. This report is 3 of 3 for com-(B)(4).

Manufacturer narrative:
Additional manufacturing release date for this product was october 23, 2008. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: pioneer surgical technology manufactured the provisional tensioning device (part number 391.884, lot number p038512). The supplier¿s certificates of compliance indicate the parts were manufactured to and met the required specifications. The first receipt of this lot was inspected and conformed to the synthes, incoming final inspection sheet and the second receipt was inspected and conformed to inspection sheet. No material record reports or non-conformance reports were generated for this lot and the two receipts were released october 22, 2008 and october 23, 2008. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device reports from synthes (B)(4) reported the event from (B)(6).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: functional inspection found that the locking bit would not hold tension. Quality engineering conducted destructive testing on the provisional tensioning device and found that the pin used to hold the saddle and the cam lever together is significantly bent. Quality engineering measured the remaining components of the device and found all components to be within specification. Both the saddle teeth and housing pocket have marking indicating wear. The lever and lever housing present signs of wear on the cam surface. This device was manufactured in october 2008. A device history record review was conducted and found that the device met specifications prior to shipping. A manufacturing root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.